Event description:
Information was submitted via medwatch report. It was reported that the procedure was being performed on a (B)(6) female patient weighing (B)(6). The details of the event state the tip of the radial artery catheter broke off and is retained in the patient during an unsuccessful arterial line insertion attempt. Vascular surgeon called but no intervention performed as of this date. Additional information received on (B)(6) 2011, states the patient expired on (B)(6) 2011. The patient suffered a head bleed prior to the incident and was in critical condition. At the time of this event a vascular surgeon was consulted and the decision was made to take no further action due to the critical condition of the patient. The patient was on life support previous to the radial catheterization. A decision was made by the family to remove life support. The death of the patient was not related to the incident per the risk manager.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.